Event description:
It was reported that the balloon was unwrap before insertion. As a result, a non-teleflex balloon was used. Upon receipt, blood was noted in the helium pathway of the returned device, which indicates the device was used on patient and the balloon ruptured.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint iab unwrapped prematurely is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter. A punctured bladder will result in difficulty of maintaining a vacuum on the iabc bladder. If a vacuum on the bladder is not maintained, it can result in a bladder to unwrap prematurely. Additionally, upon receipt there was dried blood noted within the helium pathway; a puncture to the bladder, consistent with contact from the broken fiber, allowed blood to enter the helium pathway. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the balloon was unwrap before insertion. As a result, a non-teleflex balloon was used. Upon receipt, blood was noted in the helium pathway of the returned device, which indicates the device was used on patient and the balloon ruptured.